Event description:
During surgery, heart lung machine failed. Manual perfusion applied while changing over to new pump. Upon inspection of machine found that a plug was loose and not plugged in. Battery had been on (with no alarm to show this) and when battery ran out, machine failed. In 4/93, MFR replaced a component and failed to reconnect alarm system. This is why no one knew it was on battery power. The first indication was when the battery ran out of power and pump ceased to function. Pt had some post cardiovascular psychosis. Seen by psychiatrist. Mental status clearing at time of discharge. Shceduled for one post discharge eval by psychiatrist. Since pt was subnormal temp and hyperoxygenated, brain damage minimized. The reason the machine had to go to battery backup was that only one end of the cord had the push-turn safety connection for the outlet. The end that had the straight pull became disconnected.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: design - inadequate, electrical problem, modification of device - by distributor, alarm failure, power supply. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.